Manufacturer narrative:
Concomitant medical products: product ID 3778-75 lot# serial# (B)(4). Implanted: (B)(6) 2009 explanted: product type lead. Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(4), ubd: 23-jun-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for other chronic/intract pain (trunk/limbs). It was reported that there¿was not a complaint, however, during a normal end of life replacement of his ipg, impedance testing showed all contact out of range on 0-7.¿the lead was pulled out and wiped down several times. It was moved to 8-15 header. We also testing with a wens. Every time all contacts were oor.¿they turned on the other lead and it was giving the patient good stimulation of his painful areas, so the md chose to move forward with the ipg replacement and not revise the lead. The issue was reported to be resolved at the time of the report.